Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia and femur at the cement to implant interface. Cement manufacturer was unknown. The components were ps attune fixed bearing size 6 femur on 5 tibia, 41 medialized dome patella, and 6 ps fixed attune poly. Everything was removed except for the patella. The femur and tibia components were both loose. Preop x-rays indicated that tibial slope was cut in negative slope and there glue was not attached the components at all.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.